Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-january -4th. H.6 investigation summary: material #: 368836. Lot/batch #: 3142290. Bd received (B)(4) samples for investigation. Ten (10) of the samples were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the indicated failure mode for holder separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder detaches from the needle, so the needle remains in the insertion site in the arm. The following information was provided by the initial reporter. The customer stated: during sampling, the vacutainer holder detaches from the needle, so the needle remains in the insertion site in the arm.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder detaches from the needle, so the needle remains in the insertion site in the arm. The following information was provided by the initial reporter. The customer stated: during sampling, the vacutainer holder detaches from the needle, so the needle remains in the insertion site in the arm.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.